Event description:
Caller reported a minimum fill notification, which did not adversely impact the customer¿s blood glucose level. The customer was attempting to load a new cartridge, and technical support provided instructions to remove the pump from its case and clean the pneumatic tap area. Following these steps, the customer successfully loaded a cartridge onto the pump and resumed insulin delivery.